Event description:
It was reported that a spectrum pump was supposed to run a precede and showed it was pumping during therapy in the critical care unit. The device beeped saying the bag was empty, it was noted that the bag had not been draining into the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received after the initial report was sent. It was stated that dextmetomide 400mcg/100ml was being administered at 4.65-16.28 ml/hr (6.98ml/hr at the time of the incident). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.